Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one patient sample tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Customer also stated that there were many other results that were initially over customer critical value of 0.05 ng/ml and were serial draws but did not ever increase. These patients were already out of the hospital and corrected reports were not issued. Specific data and number of patients involved was not provided.

Manufacturer narrative:
Samples were collected in a lithium heparin plasma tube by emergency room staff. Samples were centrifuged at 3400 for 10 minutes. Customer recalibrated accutni prior to patient samples on (B)(6) 2009. Data provided shows that quality control (qc) was in range prior to the event, however, there was a noticeable shift up for level 1 after the recalibration. A system check was run on (B)(6) 2009 and passed all parameters-substrate rlu (relative light units) were in range. Customer did not report event log messages associated with event. On (B)(6) 2009, the field service engineer (fse) identified that the substrate mean rlus were at -30,000. Acceptable range is 5,000-9,000. The fse performed a substrate decontamination. Recalibrated accutni and ran controls. Hardware was verified as performing to specifications. Substrate contamination was identified as the root cause for this event. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.